Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint for foreign matter (from syringe) on lot # 0189393. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On 15jun2021, (B)(4) received a photo complaint from material #324910 and lot #0189393; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The photo only shows the cannula and not the syringe. There is no evidence if the stopper is seated against the barrel or silicone pooling (excessive) inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0189393 was reviewed. The syringes were assembled from 18sep2020 to 21sep2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets; visual inspection every 2 hours: barrel lubricant shall be on the inside surfaces of the syringe only. If a defect is found during an inspection a quality notification is initiated. Notifications were reviewed, and no nonconformances were noted that would cause excessive lubricant. Root cause: l2l dispatch #105938 was opened for excessive silicone being put into the barrels. The tank pressure on silicone gun #1 was out of specification. Corrective action: adjusted the silicone tank pressure gauge. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 bd insulin syringe with bd ultra-fine¿ needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I found an unidentified liquid on tip of the needle when I pushed the plunger of the insulin syringe. I've got an answer that the liquid condensation is maybe medical silicone oil and it is harmless to the human body, but I'm using bd insulin syringes for my child and I'm very uncomfortable injecting insulin with silicone oil into my child's body. I don't think the silicone oil is harmless.